Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed. Products were returned; therefore, the visual inspection identified that the implant tip has fractured. Dimensional analysis cannot be performed due to the damage to the implant and the missing piece that remains inside the patient. Fracture analysis was performed on the return device and revealed that the needle tip was fractured due to overload. Ductile overload dimples were identified on the needle tip fracture. Material analysis was performed, and the elements found were consistent with nitinol. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Fracture analysis suggest the inserter fractured from a possible bending overload. However, a specific cause for the bending overload could not be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the anchor inserter fractured and the fractured tip remained in the patient's bone and was unable to be retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.